Event description:
It was reported to covidien in 2009 that a customer had an issue with a dental needle. Customer reports when the cap was removed, the needle fell off.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be fowarded.